Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station unexpectedly stopped responding and displayed the black screen and the device was not receiving power. A field service engineer replaced the drawer controller board 2.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system unexpectedly stopped responding and displayed the black screen and the device was not receiving power. The customer stated that the nurses retrieved the required medication from a different device and there was no delay in accessing medication. There were no adverse events or injuries reported based on this event.